Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient wears the same product and prescription in both eyes (ou). She alleges having experienced dryness, light sensitivity, conjunctivitis and infections in both eyes and alleges the contact lenses have left her with permanent damage to both eyes. The patient states she has nine scars in the right (od) eye and six scars in the left (os) eye. She alleges she has had to use prednisolone ac and polytrim for treatment. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to allegations of permanent damage to the eye structure, incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Additional medical information received as well as product evaluation completed.

Event description:
Additional medical information received from the treating eye care provider. The patient was seen for complaints of itching, burning, watering, light sensitivity, and discomfort. The patient used over the counter drops with no relief. The eye care provider found peripheral infiltrate scars in both eyes and one active peripheral infiltrate in the right (od) eye. The patient was diagnosed with giant papillary conjunctivitis and infiltrates and was prescribed polytrim. As of (B)(6) 2017, the incident has resolved and the patient has returned to lens use. Based on the additional information received, this would not be considered a serious injury and does not meet the minimum criteria of an adverse reportable event. There was no permanent impairment of eye function or damage to body structure. There was no medical treatment or mediation prescribed to preclude permanent injury or impairment of eye function or damage to body structure. If the event were to reoccur, it is not like to cause or contribute to death or serious injury.